Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference#: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn: (B)(6), +20.0d) was implanted backwards during primary cataract surgery. The surgeon exchanged the lal with another lal during the same surgery.